Manufacturer narrative:
We have not received enough information on this case to state on this incident. However, all the effects of the classic powder have been evaluated within our internal clinic evaluation (B)(4). Ems powders and devices can be considered as efficient and safe as long as they are used as recommended. On (B)(4) 2014, we requested the return of the afs1 device and the powder in ems nyon for investigation.

Event description:
The patient complained about the damaging of teeth by a prophylaxis treatment.